Event description:
Physician was attempting to insert a PICC line which requires use of a microintroducer. The microintroducer came out of the sterile package with a burr on the tip. Second failure of this product in lot number.